Event description:
It was reported that a homechoice (hc) machine ¿passes electricity¿ to a home patient (hp). It was not reported if this occurred during therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. Functions tests were performed and the device passed all tests per specifications. A service history review were completed with no issues noted. A review of the event log was performed with no issues noted. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.